Event description:
Patient had resection of bladder done. Several months later he returned to physician and a cystoscopy showed a retained foreign body. A few days later he was returned to the operating room for retrieval of the foreign body. It was noted to be the end of the resectoscope used in the original procedure. The end had migrated into the urethra causing urinary incontinence issues.

Event description:
Patient had resection of bladder done. Several months later he returned to physician and a cystoscopy showed a retained foreign body. A few days later he was returned to the o.r. For retrieval of the foreign body. It was noted to be the end of the resectoscope used in the original procedure. The end had migrated into the urethra causing urinary incontinence issues.